Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was confirmed that 8 motion batteries were not holding a charge. The batteries were replaced and the issue was resolved. Part return requested. No parts have been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with low voltage motion batteries being the root cause of the issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed a low battery message while shutting the system down after a case. When the battery voltage was measured, it was lower than normal. This occurred outside of any patient involvement. No additional details were provided.